Event description:
It was reported that the patient with this pacemaker was seen pre-MRI consultation yesterday, and the parameters were stable on the leads. The residual estimated longevity was at 7 months remaining and the patient was dependent. After the MRI, the device was interrogated, and a code 9001 appeared on the programmer, and it was not possible to re-interrogate the device. The patient was hospitalized, the device was explanted and replaced. Data analysis was performed, and boston scientific technical services indicated that the code 9001 appeared when the device entered into safety mode while it was in MRI protection mode. No additional adverse patient effects were reported. The device is expected to return for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this pacemaker was seen pre-MRI consultation yesterday, and the parameters were stable on the leads. The residual estimated longevity was at 7 months remaining and the patient was dependent. After the MRI, the device was interrogated, and a code 9001 appeared on the programmer, and it was not possible to re-interrogate the device. The patient was hospitalized, the device was explanted and replaced. Data analysis was performed, and boston scientific technical services indicated that the code 9001 appeared when the device entered into safety mode while it was in MRI protection mode. No additional adverse patient effects were reported. The device is expected to return for analysis. Multiple attempts were made to obtain information regarding the return and unfortunately we were unable to ascertain the most current location of this product. Should this product be received in the future, an updated report will be provided.